Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was contamination on the bending section cover, image guide protector, control unit, and free engage knob. There was dirt on the scope case unit, adhesive residue on the connection tube, and the grip was sticky. However, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had contamination on the bending section cover, image guide protector, control unit, and free engage knob. The scope case unit had dirt, there was adhesive residue on the connection tube, and the grip was sticky. There was no patient involvement.